Event description:
It was reported that pump displayed malfunction code 12 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through resetting pump, did not experience recurrence of malfunction after reset, was advised to continue using pump, and was instructed to call back if any malfunction code recurred, which customer acknowledged and understood.